Event description:
It was reported that the patient was having a lot of pain in her right arm and down to her fingers, also her inner right thigh down to her foot. It felt like the device stimulation was turned up high, since she walked through (B)(4) this last weekend and four other stores. The patient went through airport security scanners on (B)(6). The patient did not recall anything happening when she went through airport security. It was also reported that the patient was not able to make adjustments both with or without the antenna attached. Additional information received reported the patient went through the new security screening devices (x-ray type) at the airports on (B)(6) and twice on the (B)(6). The patient felt a lightning bolt-type feeling down her right leg and into her right arm and it does not stop. The patient also had this feeling when she went through the cruise ship security. The patient's device was implanted on her right side. The patient then went through a department store with her device on and the lightning bolt brought her to her knees. She also felt similar feelings while working on her computer. The patient was going to schedule an appointment to see her physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v855587, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).